Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endosonography procedure performed on (B)(6) 2024. During the procedure, the stent was unable to be fully deployed and the handle was damaged. The stent was removed from the patient partially deployed and another axios stent was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endosonography procedure performed on (B)(6) 2024. During the procedure, the stent was unable to be fully deployed and the handle was damaged. The stent was removed from the patient partially deployed and another axios stent was used to complete the procedure. There were no patient complications as a result of this event. Additional information received on january 26, 2024: it was reported that during the attempted deployment of the second flange, the handle got stuck and the physician applied pressure, which resulted in the handle being bent.

Manufacturer narrative:
Block b5 has been updated with the additional information received on january 26, 2024. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an axios electrocautery enhanced delivery system was returned for analysis; the stent was not returned. Visual examination of the returned device found that the inner sheath was kinked at several locations and the handle was bent. No other problems were noted to the delivery system. The reported event of stent partially deployed was not confirmed. Taking all available information into consideration, the investigation concluded that the inner sheath kinked at several locations and handle bent were likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and/or the technique used by the physician (force applied), limited the performance of the device and contributed to the observed problems. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the manufacturer's labeling as a known possible adverse event related to the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endosonography procedure performed on (B)(6) 2024. During the procedure, the stent was unable to be fully deployed and the handle was damaged. The stent was removed from the patient partially deployed and another axios stent was used to complete the procedure. There were no patient complications as a result of this event. Additional information received on january 26, 2024 it was reported that during the attempted deployment of the second flange, the handle got stuck and the physician applied pressure, which resulted in the handle being bent.

Manufacturer narrative:
Block b5 has been updated with the additional information received on january 26, 2024. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.